Manufacturer narrative:
The patient is 67 inches in height. An event regarding cup malposition involving an unknown 50mm psl cup was reported. The event was not confirmed. The provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review. The reported event could not be confirmed with the provided preoperative consultation note. The exact cause of the event could not be determined because insufficient medical records were provided for evaluation. No op reports, progress notes, x-rays or device were provided for evaluation which is needed to determine the root cause for the reported event.

Event description:
It was reported that there was a revision of a ceramic head, psl cup and ceramic liner due to malpositioned cup and patient had clicking.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown 50mm psl cup. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Patient retained devices.

Event description:
It was reported that there was a revision of a ceramic head, psl cup and ceramic liner due to malpositioned cup and patient had clicking.